Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet after sensor start, and the user was instructed to reenter the pairing code. Customer care provided technical support troubleshooting to enter the code. Investigation of this case revealed unsuccessful pairing limited to the ilet while the sensor itself was active. No symptoms reported as blood glucose was not impacted during the event. Outcomes included no reported no medical intervention. It was concluded that the event was related to a pairing failure between the cgm and the ilet without associated injury to the user.